Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. External visual inspection showed no damage. The device was able to power on using both ac and battery power. After powering on, the device enters a reboot loop until a watchdog alarm triggers. The device is non-functional in this state. Internal inspection isolated the failure to a defective y2 component on the ui board. A known good ui board was installed and the device was able to boot up properly. A service history record review reveals that this unit was in the field for over eleven (11) months with no previous reported issues related to this reported event., corrected data: d4 model # updated from 22042 to 26816.

Event description:
The customer reported the device randomly turns off. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device randomly turns off. No patient impact or consequences were reported.